Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During inspection of 5mm monopolar handle 33cm, dings and scratches were noticed throughout the shaft. Also seen, was arcing damage to the distal end of the shaft. The 5mm monopolar handle 33cm failed the insulation integrity test. The probable root cause/s could be normal wear, user mishandling or improper sterilization. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.